Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.